Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer's blood glucose (bg) read "high", however, a specific value was not provided. The customer administered a manual injection to address bg level. Reportedly, customer cleared the alarm and resumed insulin delivery.